Manufacturer narrative:
Continuation of d10: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider viaa clinical study indicated that the issue resolved.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, healthcare provider, clinical study) regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient reported every time they bolus, it takes 11-20 minutes. They stated that out of 13 boluses, at least 10 times they received errors while trying to bolus. It was mentioned that "it hasn't worked since they got it and it's gotten worse". Also, they said they had to restart, and it's not connecting anymore. The patient stated they received a temporary communicator from the hcp office. During the call the agent had the patient launch the myptm and turn on the communicator. And the patient stated they saw the message "no device found". The agent had the patient press 'retry' but the message persisted. The agent then had the patient turn off the handset and reset the communicator. After turning the handset and communicator back on and attempting to connect again, the patient still received the same message. When the patient pressed retry, the handset lagged at 90%. The agent assisted the patient in deleting the data and they were able to connect to the pump with no lag and saw the lockout screen with 22 minutes remaining.